Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a multifire scorpion needle was used for a mini open rotator cuff procedure on a male patient. When the dressings were being applied and room was being broken down it was discovered that the tip of the needle was missing. The scrub tech notified the surgeon and surgeon decided to take the patient to recovery and x-ray in recovery. X-ray identified a metal object in the patient's shoulder. Approximately 4 passes were made with the scorpion needle during the procedure. Unable to tell if jaws were fully clamped during passing. Unaware if needle hit any bone and no cannula was in place due to being an open case. Surgeon made no indication of calcified or hard tissue being encountered and all passes were made without issue. Device was discarded by staff.